Event description:
Related manufacturer report number:3006705815-2023-04061, related manufacturer report number:3006705815-2023-04060. It was reported that the patient's ipg was nearing end of life and the patient's leads had migrated following a patient fall. The patient's therapy had not been effective since the fall. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs system was fully explanted, replaced, and therapy was restored.

Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. Surgical intervention was taken where both 3186 octrode leads were explanted and replaced with one 3228 penta lead. The ipg was also replaced. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.